Manufacturer narrative:
Patient height reported as (B)(6). A manufacturing evaluation was completed: only the head portion of the two involved screws have been returned. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificate of the raw materials were reviewed, in the certificates it is reported that the material fulfills the specification. The returned parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence parts are broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Lot number, expiration date and UDI: (B)(4). Sterile part 04.005.542s, lot 3108385: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: march 17, 2009. Expiry date: march 01, 2019. Non-sterile part 04.005.542, lot 1978950: manufacturing location: (B)(4). Manufacturing date: september 08, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Revision surgery was reportedly planned on (B)(6) 2016. Device is expected to be returned for manufacturer review/investigation after the revision surgery. (B)(6). (B)(4). Device history records review was completed for sterilized part #04.005.542s, lot # 9531679. Manufacturing location: (B)(4), manufacturing date: jun 23, 2015, expiry date: jun 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for non - sterilized part #04.005.542, lot # 9519264. Manufacturing location: (B)(4), manufacturing date: jun 09, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a patient underwent femoral nailing on (B)(6) 2015. On (B)(6) 2016 the patient reported in orthopedic consultation with an x-ray of his femur. The x-ray showed a distal fracture of the nail over the locking screws and a breakage of the two (2) locking screws. The patient, who developed pseudoarthrosis not attributable directly to the rupture of the nail, will have to receive a new osteosynthesis with screwed plate. The impossibility of the extraction of the distal part of the nail will generate an increase in the operating time as well as mechanical mounting plates and screws less satisfactory. The presence of the distal part of the non-extractable nail will not allow the optimum screwing of the plates, resulting in a potential risk of plaque rupture and/or risk of disassembly of the plates. A revision surgery was planned on (B)(6) 2016. No information about patient condition and outcome available. This report is for one (1) ti locking screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was performed. The following were received with the complaint category of ¿broken: postoperatively.¿ one (1) 9mm titanium cannulated retrograde/antegrade femoral nail (part 04.013.356s / lot 9546014 and two (2) 5.0mm titanium locking screws (part 04.005.542s / lot 3108385 and part 04.005.538s / lot 8634448). Our investigation has shown that the complaint condition is confirmed as all three implants were received in a broken condition. In each case the portion distal to the break was not received. A device history record (DHR) review, manufacturing evaluation, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available. We have forwarded the received devices to the responsible manufacturing site for further evaluation with the following results: all dimensions which are relevant for this complaint condition, were measured, and were found according to our specifications. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The conditions are consistent with fatigue failure. However, a root cause could not be definitively determined due to the unknown circumstances between implant on (B)(6) 2015 and (B)(6) 2016 when it was reported that the patient presented in orthopedic consultation with an x-ray showing a distal fracture of the nail over the locking screws and a breakage of the locking screws. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.